Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed due to a fluid invaded power supply. In addition, the image color distortion occurred due to printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center fails to start up. The event occurred during reprocessing, prior to therapeutic a laparoscopic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was confirmed that the phenomenon occurred because the power supply unit malfunctioned due to fluid invasion of the power supply unit. Olympus will continue to monitor field performance for this device.